Event description:
It was reported that the customer received a low blood glucose reading in the middle of the night on her sensor for 61 mg/dl. Her blood glucose was actually 151 mg/dl, but the customer treated based on the sensor reading. The customer stated, the insulin pump suspended basal delivery based on the erroneous sensor reading. The customer resumed basal delivery. A separate discrepancy occurred where the sensor read 41 mg/dl for her blood glucose, which was actually 133 mg/dl. At the time of the report, the sensor read 170 mg/dl with an up arrow on the graph, while her blood glucose was 278 mg/dl. She could not calibrate at that time due to the arrow on the graph. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.